Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced low blood glucose. Blood glucose at the time of event was 3.4 mmol/l. Current blood glucose was 6.3 mmol/l. Customer said that from last night she had to take 6 jellybeans because insulin pump was telling her she was 2.4 mmol/l. Customer treated with food and glucose tablets. Customer show symptoms of low blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Whether customer use auto mode feature at the time of high blood glucose event or not was unknown. Based on customer report customer alleged insulin pump was over delivering. The insulin pump will not be returned for analysis.